Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance had decreased and the capture threshold had increased. The r-wave threshold had decreased, but was still in normal range. The patient will be monitored.